Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient was a pacemaker dependent patient and was stable before, during and after the procedure.